Manufacturer narrative:
A getinge authorized dealer's field service engineer (fse) evaluated the iabp unit and replaced the safety disk (0997-00-0985-01), the condensate removal module (0997-00-0986-01), the tubing assembly, blood detect (0008-00-0312), the purge valve assembly (0104-00-0026), and the tubing clear polyurethane, 1/16¿ i.d (0008-08-0001) that were contaminated with blood. The fse then performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit had blood drawn back into the catheter.